Event description:
Pcvc insertion needle has a plastic sheath which is broken away and discarded. In this case, the plastic sheath did not break away at one side, only half of the sheath broke away. The rn had to peel the sheath away with tweezers. The pcvc was able to be left in place.